Manufacturer narrative:
Analysis of returned product revealed a kink in the distal section due to a bent center support. In addition broken adhesive was observed what allowed the ingress of body fluid within the distal end. Visual inspection failed due to the kink at the distal section and the broken adhesive.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that during a procedure involving a blazer prime catheter it was noted that loss of curvature occurred. The procedure was completed. No patient complications were reported. However, returned device analysis revealed broken adhesive and ingress of body fluid.